Event description:
Additional information received reported the doctor was going to explant the cranial leads on the day of report due to the persistent infection. All previous deep brain stimulator (dbs) implanted material had now been explanted at the time of report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and extensions were removed due to an infection that originated at the site of the pocket. The infection was located at the device pocket and extension location on the right side. The leads were left implanted. The patient had symptoms of redness, swelling, drainage and pocket erosion. Perioperative antibiotics were administered and the patient did not have meningitis. A culture of the device was taken and staph aureus was cultured. The patient was given intravenous and oral antibiotics and hospitalization was required. The patient outcome was reported as ongoing.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0n0xf, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0n0xf, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4).